Manufacturer narrative:
The revision reported was most likely secondary to natural disease progression and/or rotator cuff failure leading to the need for a reverse total shoulder arthroplasty. Concomitant medical device(s): 300-20-02, (B)(4), equinox square torque define screw drive kit; 310-02-41, (B)(4), equinoxe, humeral head tall, 41mm (alpha).

Event description:
As reported, approximately 2.5 years postop the initial tsa, this (B)(6) y/o female patient lost range of motion in her right shoulder due to hemi-shoulder implant riding high on the glenoid. Stem retained. Converted to small baseplate/36mm. No devices to be returned, remain implanted. Patient was last known to be in stable condition following the event.